Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported two days from admission, the event was considered resolved.

Event description:
(B)(4). It was reported that chest pain occurred. On (B)(6) 2012, the patient presented with non q-wave myocardial infarction (mi) and unstable angina. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with pre-existing thrombus, 85% stenosis, and was 18 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.0 x 20 mm promus element plus study stent. Following post dilatation, residual stenosis was 0%. In addition, the patient experienced peri procedural mi. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient presented with chest pain and on the following day, the patient was hospitalized. On unspecified date, the event was considered recovering.

Manufacturer narrative:
(B)(4).